Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient presented with acute urinary retention and a lot of discomfort in the pelvis with feelings of pressure at the bladder and bowel. When asked, caller stated the ins was implanted to treat urge incontinence. Caller wondering what can be done with the device. Caller stated patient did not bring external controllers with them, but that someone will be able to get them from the patient's home. Caller indicated patient was not very familiar with their device. Agent reviewed uncertainty if device could be related to symptoms, but did confirm for caller that it was possible to adjust settings with external controllers. Caller wondering about compatibility with catheter and agent reviewed that information. Caller indicated they may call back once the patient has retrieved their external controllers. Patient returning call, informing that they had some urinary retention and today they decided to go to the emergency room. Patient mentioned that retention seems to be caused by the recent implant.

Event description:
Additional information was received from the patient. They reported that the patient got the device implanted for urgency frequency and did not experience retention prior to implant. Patient never had issues with urinary retention until they were in the ER and then hospitalized because their bowels were impacted, and due to that impact they were unable to urinate at that moment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.